Event description:
Information received by medtronic indicated that customer received buttons do not respond and no delivery alarm repeatedly on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for alleged insulin blocked alarm during unknown timing and keypad unresponsive/button error alarm found on (B)(6) 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. Test p-cap locked into the reservoir tube successfully. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. No insulin flow blocked alarms or stuck key alarms were found in the history files or traces on or near the event date. Device was cut open and found dried insulin in the motor slide and evidence of moisture damage on electrical board 1, electrical board 2, and force sensor. The connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: cracked keypad overlay, overlay scratched, pillowing keypad overlay, torn keypad overlay, scratched case, keypad overlay texture damage, minor scratched lcd window. In summary, insulin blocked alarm during unknown timing and keypad unresponsive/button error alarm were not confirmed during testing. Device passed full dry test. No unexpected insulin flow blocked alarms or stuck key alarms noted in device history download. Exposed to moisture confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.